Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an alarm that sounded like driveline disconnect, but there was nothing displayed on the controller or monitor. It was reported that the log file noted several odd power cable disconnects throughout the event history. The log did not show the controller being connected to the power module while the patient was in clinic (0 volts on the white cable). The audible alarms occurred while on wall power. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
The incidental finding of fluid ingress was found. Manufacturer's investigation conclusion: the reported event of an alarm that sounded like a driveline disconnect was confirmed via the submitted and downloaded log files as well as the returned heartmate ii system controller (serial number (B)(6). The submitted log file (labeled (B)(6) and the downloaded log file from the returned controller (labeled (B)(6) contained partially overlapping events spanning approximately 37 days (B)(6) 2021 per the timestamp). The driveline was disconnected on (B)(6) 2021 at 17:40:41 to the last event of the log file (17:41:15). The log file captured an atypical power cable disconnect alarm active on (B)(6) 2021 at 08:58:52 and at (B)(6) 2021 at 06:57:30 and 14:00:06 due to the rsoc voltage in the black power cable dropping to approximately 0 volts. The alarm resolved itself when the rsoc voltage was restored to its expected value. The system controller was functionally tested, and it was found that there were kinks in the black power cable. The cables were tested for current leakage and did not pass testing in the black power cable. Additionally, resistance of the underlying wires was measured, and the yellow alarm out wire was electrically open and slightly elevated resistances were found on the orange, brown, red, and blue wires. This is consistent with a broken yellow wire and slight kinks found in the orange, brown, red, and clear wires. The cables were dissected and the broken yellow (alarm out) wire was confirmed as well as the kinked orange, brown, red, and blue wires. The yellow wire is what triggers the alarm when connected to power. When this wire shorts to the shield, the alarm echo will activate whether or not an alarm is present. Provided information stated that the alarms resolved after the controller change. The controller will be returned for analysis. The root cause for the reported event was determined to be a damaged yellow (alarm out) wire in the black power cable of the system controller. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 02jan2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii instructions for use (IFU) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.